Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the hemoconcentrator would not flush fluid, it appeared to be clogged. Product was changed out with no loss of blood as the unit was unable to draw fluid. There was no harm to pt. The surgery was completed successfully.

Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, the investigation has not been completed. (B)(4).